Event description:
It was reported that the patient had his ams 700 inflatable penile prosthesis removed due to patient dissatisfaction. The patient was unable to use the pump. A 20cm spectra concealable penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.